Event description:
On (B)(6) 2019 while having an implantable heart rate monitor surgically placed subcutaneously in my chest, the cardiologist ruptured my left silicone breast implant. Within weeks I started to experience profuse and diffuse hair loss, tinnitus, crippling fatigue, joint pain, multiple food sensitivities and nausea. I saw several different specialist to rule out the cause, but the only thing that came back was my body was having an immune response due to the ruptured silicone breast implant. I need surgery to have implants removed, but I cannot afford it. I am losing most of my hair and the tinnitus is deafening at times. I was, otherwise, a very active, busy woman and this has devastated my quality of life. FDA safety report ID #: (B)(4).